Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During power on self-test and alarm log review the f-94 alarm was found; the cause of this was an inoperative battery. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.